Manufacturer narrative:
Concomitant medical product: dtma1d1 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a (B)(6) infection. It was also reported that vegetation was observed on the leads and tricuspid valve through an ultrasound. No further patient complications have been reported as a result of this event.